Event description:
Per rep, before the procedure after setting up the device, the first band fired without anyone touching the turning knob. The next two bands did not fire at all (stayed on capsule). The device was withdrawn and those two bands were removed from the device. The last two bands fired successfully and captured the varices. Rep states md experienced using the 000608.